Event description:
A report was received that a pt's ipg was replaced. The pt had been experiencing difficulty charging. The physician decided to do an exploratory surgery to see if the ipg has flipped. The physician suspected that the ipg had malfunctioned, and chose to replace it at that time. The pt is reportedly doing well.